Manufacturer narrative:
(B)(4). Returned product consisted of a liberte sds with stent. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon. Majority of stent struts were flared and bent. The stent was stretched extending down onto the distal tip. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft of the device. Microscopic examination and tactile inspection revealed numerous kinks in the hypotube of the device. Microscopic examination revealed that the distal tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-jan-2015. It was reported that crossing difficulty occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 8mm in length, concentric and the de novo target lesion was located in the severely tortuous, moderately calcified and 2.5mm in diameter mid right coronary artery. The lesion contained <=45 degrees bend. A 3.0 7fr jl guide catheter was placed. After a non bsc guide wire crossed the lesion, a 2.0x10 balloon catheter was advanced for predilation. Percent stenosis of the lesion immediately after predilation was 70%. Then a 2.50mm x 12mm liberté¿ stent was advanced but was not able to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable. However, returned device analysis revealed stent damage.